Manufacturer narrative:
Initially, it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device and observed a broken hemostatic valve.the additional finding of the broken hemostatic valve was assessed as MDR reportable. The awareness date is 26-jul-2023. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was found correctly in its place. An irrigation test was performed and during the analysis, leakage was observed. Afterward, a microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device number lot 00002097 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since the hemostatic valve was found broken, this damage could be related to the issue reported; therefore; the customer complaint was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was dislodged during brockenbrough transseptal puncture (bb) and the wire was difficult to pass through from the tip. The problem was resolved by replacing the vizigo¿. The procedure was successfully completed without any problems. The hemostatic valve itself was not broken. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. The procedure was completed without patient consequence. The hemostatic valve separation is MDR reportable.